Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 213 mg/dl. The mother stated that the customer was vomiting and has also been taking anti-biotics for an infection. The mother later called to report that the insulin pump had a blank display. The mother changed the battery several times, but the blank display continued. The mother was unable to troubleshoot any further. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.